Event description:
It was reported that a patient presented for an unrelated elective procedure. Examination of the patient's right atrial (ra) lead revealed dislodgement. The ra lead was explanted and replaced on (B)(6) 2023. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length measured within specifications.